Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was failed in rate accuracy test and would not calibrate. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of the device fails calibration was not able to be replicated during laboratory testing. Laboratory test results found the device to be working within specification. Rate accuracy test was performed, and the suspect device passed successfully the task. A calibration task was conducted and completed without any issues observed, the device showed to be working as expected. The facility provided an event date of 17 march 2025, event time was not reported. Pcu event logs were not returned for investigation, therefore some parameters could not be determined. Event log of the suspect pump module showed no record of use on the reported event day. The last recorded infusion was on 04 march 2025 at 3:15 pm, an infusion with rate of 80 ml/h and a volume to be infused (vtbi) of 230 ml was loaded and completed as expected at 6:07 pm. Around sixteen infusions were performed during the day and ran as expected. Per bd alaris user manual v12.1.2, to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Preventive maintenance inspections should only be performed by qualified service personnel. Do not use a device with any damage. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. Note to repair center: device opened for investigation, please re-torque all screws, ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was failed in rate accuracy test and would not calibrate. There was no patient involvement.